Event description:
This patient is a participant in a study and experienced this event post approval. Patient has a history of degenerative disc disease at l4-l5. Patient had worsening back and leg pain for more than one year treated with medication (narcotic, non-narcotic, anti-inflammatory), physical therapy, chiropractic care and injections. Pro-disc-l was placed at l4-l5. Patient returned for post-op evaluation at 6 wks, 3, 6, 12, 18, 24, 48 and 60 mos. At last evaluation, patient was experiencing low back pain due to a symptomatic facet joint at l4-l5. Patient had posterior spinal fusion at l4-l5 without manipulation of the prodisc. The prodisc was not explanted and was left intact during the fusion procedure. This report is #1 of 3 for the same event.

Manufacturer narrative:
Device remains in the patient. Manufacture date and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.